Event description:
User submitted medwatch mw5073862 states that cobalt and chromium metal ions injured her husband¿s heart, leading to his death.

Manufacturer narrative:
A user-submitted medical device report and legal claim was received stating that cobalt and chromium metal ions injured the patient's heart, which led to his death. All of the implanted devices were used in treatment. As of today, additional information has been requested for this revision complaint but has not become available. A review of the complaint history for the r3 shell, r3 liner, bhr head and 25mm screws was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the 25mm screw with lot number 10dm03399 and r3 shell. Similar complaints regarding elevated ion levels have been identified for the r3 liner, bhr head and 25mm screw with lot number 09jt35523. No other similar complaints mentioned heart injury. These failures will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. A clinical evaluation has been requested based on the information provided in this complaint. The available medical documents were reviewed. The provided surgical report did not indicate any relevant findings that indicated inconsistencies with the surgical technique and that possibly contributed to the alleged cobalt and chromium blood concentrations. No information about the patient death, the alleged blood metal ion concentrations and the relation to the heart injury were provided. Based on the available information a thorough investigation of the circumstances leading to the reported issue cannot be performed. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.